Event description:
An initial report has been received of an end user getting shocked in this device when they touch their light switch in their house. In speaking with the reporter of the event it was learned the device remained fully functional with exception of going through doors decorated with lights. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gar-cg, serial number/date (B)(4) is approximately 2 years one month old. The owner's manual part number 1143151, rev. H(jul-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this event for additional information. In speaking with the reporter it was learned she was recently made aware of this event. The initial reporter stated the device was evaluated and faults were noted and is not sure if this issue has been resolved, however, the dealer is going to the end users home again. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.